Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient. The patient reported that they have documented 3 times of when their groups have changed automatically. They indicated that the group would change from c to a overnight. The patient added that they go to sleep at night on group c, but wake up with more pain, noticing that group a is active. The issue was not resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that sometimes the ins would turn off on its own and it would also change programs. The patient stated that it would change from c to a or b without them changing it. The patient reported that today it changed to a and yesterday the ins turned off. They noted that this happened last night while they were sleeping and most of the time it happened when the controller was in their pocket. The patient stated they notified the rep of both these issues. No further complications were reported. Follow up was conducted.